Manufacturer narrative:
One medfusion pump was received with both top and bottom cases in excellent condition. There was no visible contamination. The event history log was reviewed and there was a backup audible alarm post in the history. The power up process was conducted and the reported error was able to be duplicated. The issue was caused by the main printed circuit board (pcb) which was not working as intended. The cause of the issue could not be determined since no external damage or contamination could be found on the pcb. The main pcb was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure and a backup audible alarm. There was no patient involvement.